Event description:
It was reported that the mega needle driver instrument had a broken cable. There was nothing reported to have fallen into the patient. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken cable cannot be confirmed. Drive cables at wrist are intact and undamaged. Instrument placed on is3000 system and driven. Recognition and engagement passed. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. Additional observation not reported by site is a failed offset test. Instrument was installed on instrument performance tester (ipt) for an additional functional check. Offset test failed in axis 4. Offset in axis 4 falls outside the manufacturing specification, possibly creating motion issues. No other damage found.